Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, that blood kept coming out of the co-pilot and it could not sustain hemostasis. The co-pilot was exchanged for another one to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.